Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after weightlifting, the patient experienced hyperglycemia followed by a hypoglycemic event to 56 mg/dl, and the patient believed the ilet delivered too much insulin; the patient later confirmed a matching fingerstick value and reported not entering a blood glucose value into the ilet because she did not know she could. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and recovery, with no hospitalization. Investigation included troubleshooting and education on the exercise feature and user workflows. Investigation of this case revealed user knowledge gaps regarding exercise settings and manual bg entry, with device function not shown to be in error. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.